Manufacturer narrative:
Evaluation of the patient¿s submitted log file confirmed a clock not set alarm indicating that there was a total loss of external power to the patient¿s controller, resulting in a pump stop; however, the cause of this event could not be conclusively determined through this evaluation. The log file also confirmed pump stops due to a known driveline issue as well as driveline disconnects. The submitted log file contained data from 15oct2018 to 11jan2019. The log file contained continuous data from 15oct2018 to 02nov2018 which is prior to the reported event. The log file captured a clock not set alarm immediately following the data captured on (B)(6) 2018 indicating that there was a total loss of external power to the patient¿s controller, resulting in a pump stop. The date was eventually reset to (B)(6) 2019 at 9:20:22 am and the log file recorded data until 10:26:57 am. The log file recorded multiple pump stops, which based on previous complaint experience could be indicative of a potential driveline issue; however, it was reported that the patient has a known short to shield and is not using their provided ungrounded patient cable. The log file also recorded multiple driveline disconnect alarms when the patient appeared to temporarily disconnect their driveline and reconnect it shortly after. The patient has been previously educated to use an ungrounded patient cable as well as to keep their driveline connected at all times; however, the patient is reportedly non-compliant in resolving these issues. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient¿s implanting center is (B)(6) university medical center. For the event the patient reported to (B)(6) hospital. (B)(6) hospital reported the event to the manufacturer. Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in the (B)(6) hospital emergency department on (B)(6) 2019 for pump stoppage. The patient stated that the pump stopped multiple times on battery power the prior night. The patient kept lvad system on batteries at all times. The patient admitted to allowing batteries to deplete the prior evening. The patient was reportedly triaged in the emergency department and refused care. Review of the submitted log file by technical services revealed pump stoppages on (B)(6) 2018 and (B)(6) 2018. It was also noted that the system controller¿s clock reset due to all batteries depleting, which also resulted in a pump stoppage. Once power was restored the pump returned to operating at the set speed. This was followed by additional pump stops on battery power occurring at the default time stamp of "(B)(6) 2001" 1:00. The system controller¿s clock was set on (B)(6) 2019 at 9:20.